Event description:
A consumer's daughter reported that her mother has "been suffering" following bilateral intraocular (iol) lens implant procedures. She reported that her mother describes feeling swollen and irritation and is experiencing double vision. The consumer's daughter also reported that her mother has stopped driving and she is concerned for her mother's health as she is depressed from what she reports has "affected her entire life." The consumer's daughter reported that prior to surgery, her mother's vision was "fairly decent" and that she could read without glasses but now she cannot read. The consumer's daughter wanted to know if her mother could be allergic to the implants and if they could be exchanged for monofocal implants. Additional information received from the consumer's daughter reported that her mother experienced blurry vision in the morning that gets better as time goes by. The consumer's daughter also reported that in any type of bright light her mother must wear sunglasses in order to tolerate the light. The consumer's daughter also reported that prior to the surgery, her mother could read and drive without glasses. The consumer requested the surgeon not be contacted. There are two medical device reports associated with this event. This report is for the second eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The consumer requested the surgeon not be contacted; therefore, no follow up could be conducted. (B)(4).